Manufacturer narrative:
(B)(4).

Event description:
The customer reported recovery for the high level of control was dropping for the a1c-2 tina-quant hemoglobin a1c gen.3 (hba1c) assay on their cobas 8000 c 502 module (c502). The customer stated they had 12 corrected patient results. The change for 10 patients was no more than one percent change sample. One sample had a difference of no more than 0.5. One patient sample had an erroneous initial hba1c that was significant. The sample initially resulted as 11.9 %. The sample was repeated on a different module, resulting as 13.6 %. The repeat result was believed to be correct and a corrected report was issued. The patient was not adversely affected. The hba1c reagent lot number was 12524301, with an expiration date of 09/30/2017. The field service engineer determined that the reagent probe was restricted. He replaced the sample probe, cuvettes, halogen bulb, and reagent probes. He aligned mechanisms and purged fluidics. The customer ran calibrations, controls, and patient samples; results were within specifications. No alarms occurred.